Manufacturer narrative:
The impella cp was not returned for evaluation as it was retained within the patient and sent along to the funeral home. Due to this, no device analysis could be performed and the root cause of the left ventricle perforation could not be determined. The data log review is not relevant to the failure investigation. Based off of the clinical account, it appears that the perforation occurred while the physician was repositioning the device without echo guidance, whether tee or tte. Abiomed recommends the use of echo guidance when repositioning the device, and states this in the IFU. The root cause of the left ventricular perforation is unable to be determined because the device was not returned for review. No corrective action is recommended because the failure mode was unable to be determined. This failure mode will continue to be monitored and trended. No other complaints have been made against this lot of cp impella pump. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch if additional sources are obtained. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) female was diagnosed with left main coronary artery disease. The patient was taken for surgery and two bypass grafts were placed. While in the ICU the patient decompensated and active CPR was done. The patient did not recover with CPR and so was taken back to the operating department where the care was escalated from an iabp to the impella cp. During the surgical placement there was mention of "hard cardiac massage" to the ventricle with the impella in place. The patient's right heart status was also being monitored for right heart failure when admitted back to the ICU. On the (B)(6) the patient was being monitored and given fluids and blood products to treat the impella cp's suction alarms . The patient's chest was still open from the surgical procedures and so anticoagulation was minimal. With the patient's chest open the team had difficulty visualizing the position of the impella. Without good visualization the suction alarms and flows were being monitored as they were not ideal for successful support. Later in the day of (B)(6), the physician attempted to blindly reposition the impella cp without echo guidance. Per the IFU repositioning is to be: "echocardiography is a commonly used tool for evaluating the position of the impella® catheter relative to the aortic valve and other intraventricular structures post-placement. The best echocardiographic views for positioning the impella® catheter in the left ventricle are a long axis transesophageal echocardiogram (tee) or a parasternal long axis transthoracic echocardiogram (tte). These long axis views allow you to see both the aortic valve and impella® catheter inlet area." After repositioning of the impella cp a tte was performed. The tte showed position of the impella in relation to the aortic valve, however the apex of the heart was not seen. The patient suddenly decompensated and was taken back to the operating department where the surgeon observed a perforation of the heart wall. The impella was pulled back into the aorta and the surgeon patched the perforation. The patient did expire despite all efforts and cardiac massage.